Event description:
Boston scientific received information that a gradual increase of pacing impedance measurements on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were observed. Shock impedances were also stable although there were some measurements that reached more than 125 ohms. Boston scientific technical services (ts) discussed the potential causes for the gradual increase of impedance measurements and advised that patient be monitored through the remote patient monitoring system. Additional information was received indicating that the patient will be monitored through the remote monitoring system. No adverse patient effects were reported. The device and lead remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.